Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The debris cleaning, air, o2 and exhalation valve calibration were completed to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(6).